Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, this patient underwent endovascular treatment of a thoracic aneurysm. From zone 2, non-gore stentgrafts (valiant thoracic stent graft + zenith tx2) were implanted. From zone 0, gore ctag endoprosthesis (size 40 mm, device detail unknown) was implanted and in the brachiocephalic artery excluder leg endoprosthesis was placed using the chimney technique. Details of previous procedures are unknown. On (B)(6) 2022, a reintervention was performed for a treatment of a proximal type I endoleak/gutter leak from the chimney and an aortic dissection from the distal side of a non-gore stentgraft. Coil embolization was performed for the gutter site and the proximal leak was resolved. An additional stentgraft was placed distally and the procedure was completed.